Event description:
Brakes on rollator not working.

Manufacturer narrative:
It was reported that the brakes on the device were not working properly and caused the customer to fall. She visited the ER and was diagnosed with a concussion. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.